Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported the down arrow on the keypad does not work.. The reported symptom was verified and found to be caused by row one of the keypad is inoperable. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump down arrow keypad does not work. There was no patient involvement. No additional information is available.